Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device failed to synchronize. A technical support specialist remoted in via local management interface (lmi) and opened the asp synchronization application, stopped the service and restarted the service since the user had 50000 records that needed to be processed before seeing green arrow on mql. To resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, station was not syncing. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.